Event description:
The pt was not initially considered a candidate for surgery as she had numerous comorbidities and was in cardiogenic shock. She had severe peripheral vascular disease and was on numerous drips. A linear 34cc iab was inserted without any apparent difficulty. After insertion, the pump sounded an "iab catheter restriction" alarm. An effort was made to troubleshoot. The catheter was pumped for approximately a minute and then the iabp generated catheter restriction and helium alarms. The pump was placed in standby mode. The physician removed the extender tubing. He used a syringe to inject 10cc and the 20cc of air into the tubing to check for any resistance; none was found. The extender tubing was reattached and the therapy was restarted. After approximately 1-2 minutes, the catheter restriction alarms returned. Chest x-rays were taken to verify that the iab was in the correct position. The iab was repositioned 5 times during this time. The pt was laid flat, and therapy was successfully resumed. At 18:45 on the same day, the rn noticed condensation and brown colored blood in the gas extender tubing. There were no additional alarms from the pump, and no changes in the pt's vital signs. At some point, the pt started vomiting. The physician attempted to remove the iab, however because of a clot; he was unable to do so. A right femoral cut down was performed to remove the iab. Upon removal, it was noticed that the pt had a large clot. The tip of the iab was clotted and 50% of the balloon had become "torn". The pt was hemorrhaging and was maxed out on all her drips. The pt was intubated. Another iab was inserted through a large bore sheath and the physician repaired the femoral artery. The pt appeared to get better although several days later, she was still in treatable cardiogenic shock. The iab remained in the pt until cardiac surgery, several days later. The pt did not survive the surgery; however hospital clinical staff did not attribute the death to the iab.

Manufacturer narrative:
The customer has advised that it is their policy not to return product to the manufacturer for evaluation. After several requests, the hospital has not provided the serial or lot number for the iab; therefore, lot history for the past year was reviewed for this facility. No issues were found that could have caused or contributed to this event. Based upon the details of the event, it appears that a leak developed in the iab membrane causing the reported clot and subsequent difficult iab removal. The pt's severe vascular disease and calcification, which are listed as contraindications in the device instructions for use, may have contributed to the iab compromise; however, because the iab was not returned to the factory, we are unable to confirm the reported complaint or determine a root cause for this event. We will continue to monitor for similar events and provide corrective action if necessary.